Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a 20% energy error that occurred right after the laser treatment started. The surgeon stopped treatment and restarted the laser. The treatment was able to be completed with no patient harm.

Manufacturer narrative:
At the visit on site, the fse (field service engineer) replaced the control board and returned the laser to specifications as per sir (service installation record). This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. (B)(4).